Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part was never manufactured with a lot number, which starts with 4 at synthes (B)(4). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a procedure on (B)(6) 2013, while tightening a 7.3mm fully threaded cannulated screw which was being inserted into a pelvis, the tip of the cannulated screwdriver broke off in the screw head recess. The surgeon was able to extract the broken piece. This is report 1 of 1 for complaint (B)(4).